Event description:
In 2007, pt underwent a achilles tendon repair with xenograft implant in the ankle. Approx 4 1/2 months postoperatively, pt was experiencing non-healing of the bone graft, acute and chronic inflammation and necrotic changes in the ankle. In 2008, the bone graft was removed and sent to pathology.

Manufacturer narrative:
Manufacturing records were re-reviewed. The xenograft passed all release requirements prior to distribution. The graft was not returned for analysis. There is one related complaint associated with this lot. The graft underwent 2 validated sterilization methods; biocleanse and gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. We are still communicating with the distributor trying to obtain add'l info concerning this complaint. To date, we have not received any info in regards to the details surrounding this event including other implants/hardware utilized.